Event description:
Report received of an overdelivery during performance verification testing. The pumps had been sent to the biomedical engineering dept with the complaint that the pump alarmed "cassette". There were no delivery accuracy reports while the pump was in clinical use.